Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device won't recognize bubble, which was not reproduced during evaluation. The cause was determined an ultrasonic sensor to be out of specification. The upstream/ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize a bubble upon routine inspection. The location where the reported problem occurred was in the biomed service department. There was no patient involvement. No additional information is available.